Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump;pneumatic failure, xve pump silent.specific component(s) involved: pump drive unit malfunction; iinternal pump failure;pneumatic failure.causative or contributing factor: no specific contributing cause identified;intervention(s): hand pumping;type: lvad.